Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the tortuous, proximal right coronary artery (rca). The physician attempted to place a taxus liberte 2.75x32mm drug eluting stent, but was unable to cross the lesion. He then took the stent out and pre-dilated with a maverick 2x20mm balloon two times. He again tried to cross the lesion, but was unable. The physician then pre-dilated with a maverick 2.5x20mm balloon twice and still could not cross the lesion. He then decided to take the system out to change the guide catheter and noted that the distal part of the stent had created "wings." The procedure was completed using two bare metal stents, unk type and size. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.